Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device upgrade procedure, insulation abrasion was noted on the atrial lead. No electrical anomalies were noted. The lead was explanted and replaced. The patient did not experience any adverse effects and was discharged two days after the procedure.